Event description:
Info was received from germany indicating that an 840 ventilator had logged several error codes that suggested the device was inoperable. The device was being used on a pt when the event occurred. The pt was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) device passed the performance verification test (pvt). (B)(4).